Manufacturer narrative:
Carefusion file identification: (B)(4). (B)(4). Other - a return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported while using the vela ventilator; the unit displays a ventilator inoperable (vent-inop) alarm. There was no patient involvement associated with the reported event.